Event description:
It was reported that sheath detachment occurred. An opticross imaging catheter was selected for use to view the target lesion. During the procedure, it was noted that the ivus broke on a stent. No patient complications were reported and the patient was not injured. It was further noted that there was no separation or detachment noted with the device. The image became lost. The device was removed from the patient's body intact. The procedure was a left iliac angioplasty for peripheral artery disease.

Event description:
It was reported that sheath detachment occurred. An opticross imaging catheter was selected for use to view the target lesion. During the procedure, it was noted that the ivus broke on a stent. No patient complications were reported and the patient was not injured.